Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia due to the cardiac resynchronization therapy defibrillator (crt-d) "not responding." A remote transmission was reviewed and the rate histograms showed no rated below 60 beats per minute, so the device is still in use. No further patient complications have been reported as a result of this event.